Manufacturer narrative:
The factory has not yet received the deivce for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit gives a system failure cycle power- error 20004 message. There was no report of pt involvement.